Manufacturer narrative:
Brand name: unknown, not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. PMA/510(k)#: unknown, as the product details were not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye (os) on (B)(6) 2018. At the 1-month post-op visit, the patient reported being extremely bothered by halos, glare, and starbursts causing difficulty with driving. The patient was also extremely bothered by sensitivity to light causing difficulty with watching tv. Furthermore, the patient was moderately bothered by streaks of light causing difficulty driving at night. Reportedly, the outcome significantly interferes with activities of daily life. The patient's best corrected distance visual acuity (bcdva) in the left eye was 20/16 and in both eyes it was 20/16. No additional medical/surgical intervention was performed. No further information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Correction: common device name: multifocal iols. Product code: mfk. Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0215. Expiration date: 10/18/2022. UDI number: (B)(4). Device manufacture date: 10/18/2017. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 2648035-2018-00940. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.